Event description:
It was reported that during a laparoscopic gastric bypass proceudre, the device failed to deliver a complete staple line. The procedure was converted to open. The procedure was completed with sutures, and the pt was sent to the intensive care unit to revcover. At one day postoperatively the pt was reported to be in stable condition.